Event description:
Plaintiff reports initial bilateral implantation on 1/3/79. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."